Event description:
The customer reported that the device powered up with a beeping tone and the screen flashed. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A philips bench technician evaluated the device and confirmed the failure. The device was found to power up with a cycle power error 10001 and was not able to fully boot up. The problem was traced to a faulty control pca. The control pca was replaced to resolve the failure. The device passed all performance assurance tests and was returned to the customer.